Event description:
Dynamic compression cable plate implanted on an unk date due to fracture of the femur, distal to a total hip prosthesis. Original fracture was reportedly non-union, with fracture of plate. Surgery performed in 2002 to remove distal protion of the fractured plate, and replace existing femoral prosthesis.